Event description:
It was reported this filter was inappropriately placed in the right common iliac vein. An attempt to retrieve the filter with a snare was unsuccessful. Another filter was successfully placed without pt complications. Two delivery systems were received, evaluated and retained by this manufacturer. It was indicated both the delivery system from this filter, and the delivery system from the second filter successfully placed were returned. The filter remains implanted in the pt. The sheath and carrier of one of the systems returned was stuck together with blood within the sheath and carrier. The distal tip of the sheath was slightly damaged. Both delivery systems were evaluated and all measurements were found to be within manufacturing specification. Follow up revealed the physician felt the carrier was too long, which may have contributed to this event. However, evaluation of both carrier systems returned indicated they were both within manufacturing specification. It was indicated the filter was flushed only once prior to deploying the filter, and a pre-placement cavogram was not performed prior to filter placement. It was also indicated the use of fluoroscopy during this procedure was intermittent. Co believes these factors may have contributed to this event. However, co is unable to determine the exact cause for this event. Directions for use state: "an inferior vena cavogram must be performed prior to insertion of the stainless steel greenfield vena cava filter with 12 french introducer system. This procedure determines caval patency and diameter and is used to evaluate the inferior vena cava for the presence of thrombus and congenital anomalies... Insufficient flushing can allow thrombus formation inside the filter which can bind the legs and prevent complete opening upon release... Confirm location of the carrier capsule by injecting contrast through the handle of the introducer catheter... Do not attempt to move or manipulate an engaged filter... In most cases, a second filter, properly placed, should be implanted for protection against recurrent pe.. To avoid insertion difficulties or tissue injury, never advance the introducer catheter without the use of fluoroscopic guidance".